Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated their stimulator was removed on (B)(6) 2022 because it never helped them. Patient services reviewed there are no guarantees interstim will help every patient. They said they received a follow-up letter, which requested to have the doctor to send the ins back for analysis. They said they talked to the doctor but was told they will hold it for one month but they believe in analysis and research. They were asked for a return mailer to be sent but did not have the doctor contact information, they thought we should know it and asked if we would call the doctor. They stated they wanted the device back and wants to know the results, whether it was working or not. Patient services emailed the reps in the area about returning the device to medtronic.